Event description:
It was reported the patient's blood glucose levels rose above 300 mg/dl while wearing the pod on the arm for between 24 and 36 hours. Treatment information was not provided.

Manufacturer narrative:
The pod arrived fully deployed. The soft cannula was observed to be kinked and flattened. A leak test was conducted, and no leaks were observed. The damaged cannula did not impact fluid flow. The timing and cause of the observed cannula damage could not be determined. It could not be determined if the cannula damage is conclusively linked to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.